Event description:
It was reported that the stimulation started turning on and off yesterday and has continued today. The patient felt a jolt every five minutes. He tried changing programs and groups along with decreasing stimulation. He received assistance from his doctor or company representative and his concerns were resolved. He had an appointment on (B)(6) and (B)(6). At the (B)(6) appointment ¿it got fixed¿. Additional information has been requested.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3550-29 lot# n144645; product type accessory product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger. (B)(4).